Event description:
It has been reported to philips that live imaging was lost. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a vascular planned treatment procedure was performed when the issue happened. The procedure was completed by continued procedure without using cbct exposures. A philips field service engineer (fse) inspected system onsite and confirmed that live imaging was lost. After reviewing log file fse found x-ray generator errors. Fse found power inverter unit of the x-ray generator was defective. The cause of the inverter defect could not be conclusively determined by the supplier's part analysis as no abnormalities have been found. Fse replaced power inverter unit, after replacement of power inverter unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.